Event description:
Vns patient developed an infection following generator replacement surgery. It was reported that signs of infection were noted approximately twelve days after generator replacement surgery and that the device was subsequently explanted two days later. The infection was treated with antibiotics and explant of the pulse generator and biopolar lead (excluding electrodes. The patient had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post generator replacement surgery and is not implanted with any other devices. Both preoperative and intraoperative antibiotics were utilized at the time of generator replacement surgery. It was reported that the patient had picked at the incision site. At follow-up visit two weeks post-explant, the patient was doing well and healing nicely. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of device.